Manufacturer narrative:
(B)(4).

Event description:
It was reported that sterile packaging was compromised. Before unpacking the encore balloon catheter inflation device, it was noted that the sterile packaging was cracked. There were no patient complications reported as event occurred outside the patient's body.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection found the device was inside of original sealed tray and revealed a crack in its original tray near the rear part of the gauge of the encore device compromising the sterility of it. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. Bsc ID: (B)(4).

Event description:
It was reported that sterile packaging was compromised. Before unpacking the encore balloon catheter inflation device, it was noted that the sterile packaging was cracked. There were no patient complications reported as event occurred outside the patient's body.